Event description:
During evaluation of a returned spectrum pump, the device had a false air in line alarm. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log identified multiple 'air in line!' Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had a false air in line alarm. The cause was identified to be the out of calibrated specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and requires replacement to address this issue. Should additional relevant information become available, a supplemental report will submitted.